Manufacturer narrative:
(B)(4). Correction: remove disability or permanent damage, remove hospitalization - initial or prolonged, remove required intervention to prevent permanent impairment/damage. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient experienced worsening coronary artery disease with an onset date of (B)(6) 2014. The index procedure was on (B)(6) 2009 and the target lesion was located in the right posterior descending artery (pda) with 80% stenosis, vessel length of 4.0 mm and diameter of 2.6 mm. Pre-dilatation was performed, a 2.5x12 rx promus stent was implanted with a 0% residual stenosis. The patient was discharged on (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2012 the patient experienced shortness of breath. On (B)(6) 2014, 1700 days post index procedure, the patient was hospitalized and underwent quadruple coronary artery bypass graft (CABG) with saphenous vein graft (svg) to 1st obtuse marginal (om1), sequential to 1st diagonal, svg to right pda and left internal mammary artery (lima) to left anterior descending artery (lad). On (B)(6) 2014, the event resolved without residual effects. No additional information was provided.

Event description:
Subsequent to the initial report, additional reported information indicates the worsening coronary artery disease with an onset date of (B)(6) 2014. On (B)(6) 2014, coronary angiography revealed that the right coronary artery mid 30% stenosis noted, 90% instent stenosis noted in the mid portion and the previously place study stent (2.5x12 promus stent) in the right posterior descending artery was patent.